Event description:
It was impossible to seat delta xtend cup. No pt injury. Surgery delay < 20 min.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.